Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl. The customer states she called in regarding a blank display and having trouble with her battery cap. While on the call the customer had a low blood glucose level event and paramedics were called. The paramedics were able to resuscitate her and take her to the hospital. The customer states what led to the low blood glucose was eating figs. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.